Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00268 it was reported that the patient died. The stenosed target lesion was located in the heavily calcified left main artery going to the circumflex artery. A 2.50 x 28 synergy ii stent was advanced and successfully implanted. A 2.5x16 synergy ii stent was then advanced but failed to cross the proximal left main artery. The device was removed and a 2.5x12 synergy ii stent was advanced however; dissection of the left main artery was noted. The patient coded and cardiopulmonary resuscitation was performed for about 45 minutes however, the patient died.